Event description:
Nurse reported testing herself on facility's coaguchek xs systems. On system 1 she got a result of 2.4 inr and on system 2 she got a result of 1.0 inr. No adverse event reported. Requested return of suspect strips but strips have been discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch form is for system 2 using unknown coaguchek xs strips. Please refer to the medwatch form with patient identifier (B)(6) for system 1 using coaguchek xs strips lot 23195012 with expiration date 05/31/2016. Discarded, will not be returned.